Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. This event will be processed with the information at hand. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death has been requested and not received. Additional information: this model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from the hospital. Review of the manufacturer's database indicated the patient died approximately four months post the ICD system implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. This event will be processed with the information at hand. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death has been requested and not received.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from the hospital. Review of the manufacturer's database indicated the patient died approximately four months post the ICD system implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. This event will be processed with the information at hand. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death has been requested and not received. Additional information: this model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only.